Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information : surgeon held the damaged drive cap in the hole of the insertion handle and continued to mallet the nail in. All fragments was retrieved. The surgery was completed successfully without any delay.

Event description:
Updated concomitant device reported: radiolucent insertion handle (part # 03.033.001, lot # l705287, quantity 1), unk-nails: femoral (part # unknown, lot # unknown, quantity 1), unk - impaction instruments: hammer/mallet (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation selection investigation site: cq zuchwil, selected flow: 5. Broken. Visual inspection: the threaded part of the driving cap is broken off below the last thread flank. The remaining thread flank is totally flattened, the black coating is not present anymore at the damage. The fragment of the threaded part is still stuck in the also received insertion handle and cannot be removed. In general is the driving cap in a very used condition, there are stress marks and scratches all over, the contact surface above the thread is totally worn and there are strong marks of hammer blows on the edge of head. Dimensional inspection: the relevant dimensions cannot be verified anymore due to the damage at the last thread flank and as the fragment cannot be removed from the insertion handle. According to the manufacturing documents did the m8 thread of this lot pass all inspection steps during manufacturing without any deviations. Material/hardness review: the review of the manufacturing documents has shown that with 1.4542 stainless steel the correct material was used and that the hardness was with in the specification. Drawing/specification review: drawing reviewed for comparison with the manufacturing documents. The device is used for different systems. Expert tibial nail surgical technique and the 036.000.380 dsem/trm/0814/0173(3) 05/17 and the expert lfn surgical technique 036.000.392 dsem/trm/0615/0414(1) 09/16 were representatively reviewed. In both cases is the driving cap used for nail insertion, both surgical techniques state: if necessary, use light hammer blows to insert the nail. Summary: the complaint is confirmed as the driving cap is broken as complained. There is no indication that a manufacturing issue contributed to the complaint. Based on the provided information the exact cause of this occurrence cannot be defined. We can only assume that the device encountered unintended forces. Especially the hammer marks at the edge of the head are an indication that an off-axis strike on the driving cap did lead or contribute to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part # 03.010.523, lot # l052021, manufacturing site: bettlach, release to warehouse date: oct. 19, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during insertion of the femoral recon nail and while malleting the drive cap, part of the threaded portion of the drive cap snapped of within the insertion handle. No further information provided. Concomitant device reported: radiolucent insertion handle (part # 03.033.001, lot # unknown, quantity 1), femoral nail (part # unknown, lot # unknown, quantity 1), impaction instruments: hammer/mallet (part # unknown, lot # unknown, quantity 1). This report is for one (1) driving cap. This is report 1 of 1 for complaint (B)(4).